Event description:
It was reported that a spectrum pump powered off without user input. This occurred upon power up in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not power off without user input. A review of the event history log revealed one occurrence of 'improper shutdown'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During evaluation, the device alarmed system error 345. The cause was identified to be the out of specification downstream thermistor reading and the force sensor requires replacement to address this issue. A delayed keypad response was also found during evaluation. The cause was identified to be the failing processor printed circuit board which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.